Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence and a cartridge change error occurred. Reportedly, the customer continued to use the pump for insulin delivery. Customer's blood glucose level was 362-381 mg/dl.